Event description:
It was reported that an armada balloon dilatation catheter (bdc) was prepared without any difficulty at all and advanced to a moderately tortuous, heavily calcified, anterior tibial artery lesion for pre-dilatation without resistance. The bdc was inflated without resistance to 8 atmospheres and a leak of 50% contrast/50% saline was seen at the wire lumen/balloon area of the bdc. The balloon would not hold pressure at all. The balloon was removed without difficulty and another armada bdc was used successfully for the angioplasty. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.